Event description:
It was reported that patient underwent a labral repair on (B)(6) 2015. During the procedure, the surgeon was unable to get the suture passer to advance after a couple of passes. Competitor product was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.